Manufacturer narrative:
The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned instrument revealed that the balloon is well folded and shows no signs of inflation. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the stent was initially crimped in between the two radiopaque markers. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The images show a dislodged stent between the distal end of the guiding catheter and the target lesion, but the actual complaint event is not visible. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations, no material or manufacturing related root cause was determined.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a severely calcified lesion (98 percent stenosis degree) in a severely tortuous mid rca. After predilatation the orsiro was advanced to the lesion but the stent dislodged in the proximal rca. The stent was retrieved with a snare.